Manufacturer narrative:
The event unit returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation were identified.

Event description:
Procedure performed: laparoscopic surgery (urology) in the kidney area. Event description: during the initial access method kii fios (optics in the opturator), the tip ¿broke¿ during insertion. Information received via complaint form: the 30-degree optics were introduced into the cff33 and kii fios firstentry technology was used. The surgeon described that he moved the trocar 10 degrees to 2 o'clock and also made rotating movements. I sent my first notification by email on the same day. Today, I was finally able to inspect the product in question and speak to the surgeon in person. A surgical consultation is planned in the near future so that the product application and handling can be discussed. The surgeon was able to perform the procedure as normal. According to the surgeon, all visible plastic parts were removed and the situs was rinsed several times. Additional information received by applied medical rep via email on 24sep25: the patient initially remained for a few days in the clinic for observation. During this time, there were no complications. The patient was then discharged without any complaints. Good news! Intervention: all visible plastic parts were removed and the situs was rinsed several times. Patient status: no patient injury was indicated.

Event description:
Procedure performed: laparoscopic surgery (urology) in the kidney area. Event description: during the initial access method kii fios (optics in the opturator), the tip ¿broke¿ during insertion. Information received via complaint form: the 30-degree optics were introduced into the cff33 and kii fios first entry technology was used. The surgeon described that he moved the trocar 10 degrees to 2 o'clock and also made rotating movements. I sent my first notification by email on the same day. Today, I was finally able to inspect the product in question and speak to the surgeon in person. A surgical consultation is planned in the near future so that the product application and handling can be discussed. The surgeon was able to perform the procedure as normal. According to the surgeon, all visible plastic parts were removed and the situs was rinsed several times. Intervention: all visible plastic parts were removed and the situs was rinsed several times. Patient status: no patient injury was indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.